Manufacturer narrative:
Film evaluation summary: the reported endoleak could not be confirmed on the films received. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angiograms (including endoleak interrogation) could aid for a more comprehensive determination of an endoleak, but these were not provided. Earlier post-implant films were not provided for comparison of the aneurysm diameter, to determine if the size is enlarged or stable. An endoleak was not observed on this CT scan, however there are no delayed images to conclusively determine if there is an endoleak. Analysis of the returned CT¿s did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that laparotomy was performed on an unknown date. The stent appeared to have been damaged and was explanted. It is unknown which devices have been explanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 49mm aaa. It was noted that a suspected IV endoleak was seen at the end of the index procedure. It was reported approximately 2 years post the index procedure, follow-up CT taken showed aneurysm enlargement. A suspected iiib end oleak was identified in the bifurcation in the same area the suspected IV endoleak was previously seen. There are no complaints against the endurant limbs and no concerns about distal seal. The physician believes the damage is in the main body. Per the physician the cause of the endoleak is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis the endurant bifurcate stent graft was returned with three transectional cuts; between the 2nd and 3rd stent rings, contralateral limb cut between the 7th and 8th stent rings and the ipsilateral cut between the 7th and 8th stent rings. The endurant flared limb was returned with two transectional cuts between the 2nd and 3rd and the 7th and 8th stent rings. The straight limb returned with transectional cut between the 6th and 7th stent rings. Explant graft was decontaminated with hydrogen peroxide and sodium hypochlorite pending further device testing to support the final product analysis findings. Suture breaks were visible on the 3rd and 9th stent rings. Train wrecking was visible between 8th and 9th stent rings of the ipsilateral leg of the bifurcate graft. No further damage was observed to the bifurcate stent graft. On inspection of the flared limb, a slight abrasion tear between 2nd and 3rd stent rings of the flared limb was visible with a cut from the abrasion due to tooling damage. An abrasion tear measuring 0.95mm sq. Was visible on the 3rd stent ring and a 5.72mm sq. Abrasion tear was visible between the 6th and 7th stent rings. Graft tufts were visible in three lines around the circumference of the limb at 5th stent ring. On inspection of the straight limb an abrasion tear measuring 5.72mm sq. Was observed on the 2nd stent ring. Another abrasion tear measuring 1.87mm sq. Was observed on the 6th stent ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information reeived; it was reported that during laparotomy, the endoleak was suspected to be a type iiib endoleak from the bifurcate stent graft. Details of stent damage is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.